Manufacturer narrative:
(B)(4). Therapy date - the exact event date was unknown; however, the reporter stated that this occurred at the beginning of (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during infusion. The location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.